Event description:
It was reported during use it was discovered that the stopper was melted with a relion® insulin syringe. The following information was provided by the initial reporter: material no. 328509 batch no. 8281954. It was reported that one syringe had a melted stopper.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8281954. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200785728] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use it was discovered that the stopper was melted with a relion® insulin syringe. The following information was provided by the initial reporter: material no. 328509. Batch no. 8281954. It was reported that one syringe had a melted stopper.